Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position was observed to be out of alignment. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) observed the issue. A touch calibration was performed, and the phenomenon was resolved. However, the asp determined that the issue would occur again, so the touchscreen was replaced. The software was confirmed to be version 2.30 and the device passed overall checks, passed a test run, passed a function test, and was cleaned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen passed all the flex cable resistance and resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found conclusion.